Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11: g4: manufacture date correction device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter: synthes employee. Part 319.006, lot 6146935: manufactured by synthes (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the depth gauge was received with the needle component loose/starting to fall off from the slider. The needle component was off axis due to it starting to fall off. The protection sleeve was not returned and is missing. No other visual issues were identified. Functional testing was performed by attempting to assemble the body onto the slider. The body was not able to assemble onto the slider due to the needle being off-axis and loose. The reported complaint condition of jammed/seized could be replicated as the body was not able to slide along the slider. The off-axis/loose needle creates resistance when sliding, contributing to the complaint condition. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition of jammed/seized is confirmed as the off-axis/loose needle creates resistance when sliding, contributing to the complaint condition. The protection sleeve was not returned and is missing. No definitive root cause could be determined for the condition of the needle. It is possible that the condition was due to excessive/unintended forces during device use and/or consistent device use over the part¿s lifetime. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two depth gauge do not slide like they should even after lubrication. The devices came from the sterile processing department (spd). There was no procedure and patient involvement. This is report 2 of 2 for (B)(4).